Event description:
It was reported that this patient received appropriate anti-tachycardia pacing (atp) therapy and shock therapy for ventricular tachycardia (vt). Review of the stored data identified one event in which the initial burst of atp did not convert the arrythmia. However, conversion was successful with shock therapy. Another event showed atp accelerated the arrythmia into the ventricular fibrillation (vf) zone and conversion was successful with shock therapy. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.